Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot numbers 4039195 and 3306382. The review did not reveal any possible non-conformances during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, six (6) picture samples and one (1) physical sample were returned for evaluation by our quality team. The returned sample was material 306572 and lot 3306382. The sample had been removed from the blister packaging with the original tip cap removed and replaced. The plunger component was separated from the stopper and all of the saline was dispensed from the syringe. Based on the investigation results from the picture and physical sample analysis and the provided feedback, it is most likely that this incident resulted from customer misuse. Posiflush syringes are pre-filled single use syringes, intended for flushing only. Prefilled and conventional syringes have different purposes. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd posiflush xs/sf plunger separated from stopper. The following information was provided by the initial reporter: please see photographs attached, some of which show a 10ml posiflush syringe, where the plunger assembly has come apart when the clinician attempted to aspirate when connected to a cvad. (B)(6) 2024: there was only one syringe affected. Customer was unsure if it was lot 4039195 or 3306382 as both were in stock at the time.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Per bd rep: "there was only one syringe affected. Customer was unsure if it was lot 4039195 or 3306382 as both were in stock at the time." Lot updated to unknown - chc and DHR will be performed for both potential lots.